Manufacturer narrative:
Bd has determined this event as not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the temperature was not displayed, and it was suspected disconnection due to poor temperature display. Also stated the possibility of the cable broken.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature was not displayed, and it was suspected disconnection due to poor temperature display. Also stated the possibility of the cable broken.